Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 at 9:12 am she activated a new pod and her blood glucose and insulin history is as follows: see scanned table. At 4:02 pm the pod was deactivated and she stated that she did not eat anything for a few hours. She noticed the cannula looks bent and it was pointing up. She was able to activate a new pod.